Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the circuit board unit in scope connector is dirty (watermarks) and scope connector case unit is dirty (watermarks). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e217 error (scope error) occurs due to data error of scope identification (ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope does not communicate with the processor. The issue was found during a setting up the device for use. There were no reports of patient harm.